Event description:
The reporter stated that she had done back to back tests, within 10 minutes each, with results of 66, 74, 108 and 115 mg/dl. She reported that she had reapplied blood, using only two strips for the four tests. Initial test results were 66 versus 108 mg/dl. A control solution test result was in range 124 (95-143). The lifescan representative reviewed testing procedures with the reporter.